Event description:
A customer reported an issue with the cartridge not fully snapping into the pump, which was attributed to damage in the pneumatic tap area. There was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump, sending a replacement with updated software. The customer was instructed on how to put the existing pump into storage mode and return it within 10 days to avoid charges. Furthermore, the customer acknowledged the need to program settings into the new pump and connect their cgm.